Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Lab analysis: the assessments of the complaint are: ¿ deflation: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted and replaced.